Event description:
It was reported that while performing right side dissection of the broad ligament with a fenestrated bipolar forceps instrument during a da vinci s sacrocolpopexy w/ hysterectomy procedure, the surgeon inadvertently contacted the patient's ureter with the instrument while it was energized. As a result, the patient's ureter was injured. A urologist was called into the operating room, who re-implanted the patient's ureter to repair the injury. The procedure was converted to traditional open surgical techniques to complete the planned procedure. No additional patient harm was reported.

Manufacturer narrative:
Intuitive surgical concluded that the damage to the patient's ureter was caused by user error and is unrelated to the performance of the maryland bipolar forceps instrument. Per the information provided, it was determined that the instrument worked as intended. No information has been received which suggests that the instrument malfunctioned in a way that may have caused or contributed to the patient's injury.